Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported issue of tissue pad peeling was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the event was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had the pad peel off. The malfunction occurred during a therapeutic laparoscopic hepaticodochotomy procedure while the patient was sedated. The procedure was completed with an olympus back up device. There were no reports of patient harm.